Event description:
Upon removal, the syringe broke inside the connector. During the clinical procedure, upon attempt to remove the syringe from the string delivery system, the system broke inside the syringe connector. Another syringe was used to complete the procedure. There was no report of adverse effect to the patient.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note date additional information will be submitted within 30 days upon receipt.